Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the images are very dark was unconfirmed. The image produced is bright and clear, and similar quality to sample images. There is not root cause as the issue could not be reproduced.

Event description:
It was reported by an rn - "one of our PICC machine screen was very dark yesterday, you can see images to the left kind of. We tried adjusting brightness and it is best we could get. One of pictures has vein measurements but really cannot see vein outline for access. Luckily, it was big enough for nurse to be successful in placement."

Event description:
It was reported by an rn - "one of our PICC machine screen was very dark yesterday, you can see images to the left kind of. We tried adjusting brightness and it is best we could get. One of pictures has vein measurements but really cannot see vein outline for access. Luckily, it was big enough for nurse to be successful in placement."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.